Event description:
It was reported that this left ventricular (lv) lead is not functioning. Turned off right atrial (ra) due to paroxysmal atrial fibrillation (af). The updated dual chamber pacing (ddd) with ra back on right ventricular (rv) only. Local representative wanted to know why rythmiq is not available. Boston scientific technical services (ts) discussed it is not available in crtds. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).